Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited myopotential oversensing resulting in an inappropriate shock. The device was tested in clinic with noise able to be reproduced. Review of device data determined there was also r-wave undersensing observed associated with a change in morphology. The device was then reprogrammed to the secondary vector to mitigate further inappropriate therapy. This device remains in service. No adverse patient effects were reported.